Event description:
The customer reported feeling nauseous and that she did not eat during this time. The customer also reported that the cannula was bent, but she was unsure if it was from the incident or from the pod being thrown in the trash.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.